Manufacturer narrative:
The prograsp forceps instrument is not available for return.

Event description:
Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: the case was scheduled as a davinci xi laparoscopic ventral hernia repair with mesh. During the case the grasping mechanism on the prograsp forcep stopped working. It was taken out of the surgical site and looked at on the field. A pin fell out of the prograsp forcep. The device was looked at by the instrument room staff and thought to be intact. An x-ray was taken of t he surgical site. X-ray was clear of foreign retained object. It was reported that during a da vinci-assisted ventral hernia tapp procedure the prograsp forceps instrument broke while securing the mesh circumferentially with running vicryl sutures. The sites risk manager stated, the surgeon's insight into what caused the fragment to detach is not available. According to the medical record, the instrument was removed from the abdomen intact, which implies that no fragments were left inside. The medical record indicates that no additional surgical procedure was necessary to remove the fragment. To ensure no pieces of the instrument remained, a post-operative x-ray was performed, confirming no leftover fragments in the abdomen. There was no injury to the patient, as confirmed by the medical record, and the patient has not returned to the hospital with any complications related to retained foreign objects.